Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter continued to display the apply sample message when trying to perform a blood glucose test. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 10am. The cca was advised the patient manages his diabetes with novolog insulin (25 units in the morning and evening) and lantus insulin (40-50 units in the afternoon). The patient continued to take his usual dose of medications. About 30 minutes after the alleged issue begun, the patient claimed he felt a symptom of shaky. The patient did not specify any treatment received. At the time of troubleshooting, the cca walked the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.